Event description:
It is reported that the patient was revised due to loosening of the femoral component and poly wear.

Manufacturer narrative:
Evaluation summary: the revision surgical report states that there was some bone loss from the synovitis caused by the poly wear, and the femoral component was completely loose. Fit and orientation could not be evaluated without x-rays or primary surgical report. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. The measured dimensions of the articular surface, and femoral component were within specification as returned. The posts of the patellar component were cut off. All devices were worn and damaged. Foreign material was adhering to the bone-contacting surfaces. Manufacturing documentation for the articular surface, and femoral component was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification. The part and lot numbers of the patellar implant were illegible; therefore, a device history records review was not possible.